Manufacturer narrative:
The investigation was performed on expert discussions (considering complaint description, cs reports and system log files). According to the provided information, after an interventional procedure, while transferring the patient from the system table to the patient bed, the transfer board accidently pressed and pushed the joystick on the stand control module (scm) and caused thereby an unintended c-arm movement. The movement of the c-arm hit an infusion stand and the flat detector (fd) hit the patient's transfer bed. As a result, the proximity switch (safety function) of the fd was activated and the movement was stopped. The safety function worked as intended in this error scenario. No health consequences were reported. The onsite service intervention showed no malfunction of the c-arm (e.g., safety contacts and dmg of the joystick) causing the unintended system movement. System worked as specified. However, due to the collision, the collimator and fd were misaligned, which was corrected as part of the service activities. To prevent unintended system movements, e.g., while patient transfer, the control modules shall be deactivated by pushing button ¿block movement¿ or by temporarily removing the control modules. The system instructions for use gives adequate guidance for secure patient transfer. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred on the artis zee floor unit. When the patient procedure was completed and the patient was being transferred from the system table to a patient bed, the user unintentionally hit the movement button. As a result, the c-arm crushed an infusion stand and hit the bed. We have no indications of any adverse effects on the health status of the involved patient.